Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. During in-house investigation, meter switched on as expected. No anomalies were found in the customer service mode. Control tests were run with the returned meter and in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. All readings obtained during in-house testing were properly marked in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.